Event description:
It was reported that during a vats lobectomy procedure, the clips wouldn't preload properly. Every second or third firing no clip would form when fired and the clip which would disperse would come out open. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the clips not preloading properly? The clip were not automatically feeding every time. Were they feeding sideways? Don't know. Feeding intermittently? Yes. Please clarify: "no clip would form when fired and the clip which would disperse would come out open". Was the clips malformed? Yes some clips were not forming, would fall off vessel and look as if they never formed. Were they dropping/ejecting? Don't know. Which firing of the device did this event occur on? Multiple, not sure what exact firing. What vessel or structure was the device fired on at the time of the event? Don't know. Was the clip fully advanced into the jaws prior to firing? Believed to be. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No, if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes tested outside of body- worked fine. What were the indications for surgery? What was found? Don't know. Does the patient have any relevant history of surgical treatments? If so, what? Don't know. Did somebody other than the primary surgeon fire the instrument? No, if so, whom?